Event description:
Lifescan received a report that a patient experienced hypoglycemia while using a one touch ultra meter. Patient has been recently diagnosed with diabetes and started using the ot meter in 2001. On the day of the event, patient's fasting blood glucose was 2.9mmol/l on ot meter at 08:50am. Pt took the set amount of morning insulin. At 11:30am, patient's blood glucose was 10.7mml/l on ot meter. At 11:40am, pt went into seizures and then into unconsciousness. Paramedics were called and found patient's blood glucose 1.7mmol/l on their meter of unknown brand. Paramedics treated patient with glucagon and transferred pt to hospital where pt was admitted for hypoglycemia. Pt's blood glucose is reportedly unstable and can drop very low, very suddenly. While at the hospital, pt's blood glucose did exhibit these sudden fluctuations. No allegations of harm have been made.